Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04898. It was reported the patient was experiencing a burning sensation at the ipg site when the stimulation was turned on. In addition, he had begun to feel stimulation across the abdominal area. The sjm representative met with the patient for reprogramming. It was reported by reducing the abdominal stimulation, the intensity of the burning sensation increased. An x-ray was performed, but did not reveal any anomalies. The sjm representative met with the patient a second time for reprogramming, and it was reported the issues were resolved. The physician provided the patient with lidoderm patches should the burning sensation recur.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.